Event description:
It was reported that the patient received an inappropriate shock due to oversensing of ventricular tachyarrhythmia. The physician elected to perform an ablation procedure to resolve the event and the patient was stable with no additional consequences.